Event description:
The patient experienced a loss of therapeutic effect while he was traveling in egypt. The device was in a power-on-reset condition with a "call your doctor" icon and error code 366. The recharger displayed an error code of 376. The patient's programmer could not clear the condition. The patient was used to charging every three days. He had a spare recharger he could try if needed. The situation was resolved through speaking with tech support. If a new power-on-reset condition appeared the manufacturer representative was going to ship the patient a new "remote" so he could reset the system.

Manufacturer narrative:
(B) (4)